Event description:
It was reported that a patient underwent a gynecological procedure on an unknown date. During the procedure, the surgeon was gentle when pulling the uterus into the device. The surgeon had to increase the blade speed throughout case and had to reverse the blade direction. The surgeon opined the blade was dulling. Another like device was used. There were no adverse patient consequences reported.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.